Event description:
A patient was implanted with a 120 degree modular plate 3 holes with offset and an 80mm spiral blade 14m right. Subsequently, the patient fell and x-rays taken indicated the blade broke. Patient was returned to the or for removal of hardware and revision to a total hip.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.